Manufacturer narrative:
Device evaluation summary: one oxygen (o2) sensor was received for failure investigation with no notable visible conditions. The o2 sensor was installed into the failure investigation test ventilator; during calibration, the o2 sensor failed to calibrate and logged a code in the system diagnostic log. The failure was isolated to erratic mv readings of the oxygen sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the o2 sensor malfunction and will need to be replaced.